Event description:
Reporter alleged blood glucose measured 322 mg/dl on customers meter compared to the doctors' measurement of 105 mg/dl when testing was performed within a minute of each other. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.